Manufacturer narrative:
This report has been submitted by the importer under this MDR report number: 2429304-2024-0000471. A3a: male was inadvertently selected and could not unselected. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a screening colonoscopy, when angulating the scope, it would lock. The physician was thus unable to disengage during removal of a polyp, causing the colon to tear/perforate. It is unclear if this patient underwent any treatment. The physician stated that the colon was not insufflating during the procedure, and it was unclear if the insufflator malfunctioned or if there was a problem with the scope, or if it was something else. Additional information has been requested and pending information. The customer indicated 6 cases of perforations occurred. Thus, additional 4 cases are reported for perforation. 2 patients had micro-perforations in the colon were treated. 4 patients had surgeries: repair in 1 patient and hemicolectomy in 3 patients.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide correction to the initial with information inadvertently left out (d9), and an update to fields (h3 and h4). The device was evaluated by olympus, and the reported malfunction could not be reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device did not have any defects that could have affected the angulation lock. Therefore, a specific root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304 - 2024 - 0000471. This supplemental report is being submitted to provide correction to g3 date.